Event description:
It was reported prior to the case the drill bit broke off inside of the attachment. There were no adverse consequences or surgical delay as a result of this event.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Device not yet returned to manufacturer.

Manufacturer narrative:
The device was returned. The quality investigation is complete.

Event description:
It was reported prior to the case the drill bit broke off inside of the attachment. There were no adverse consequences or surgical delay as a result of this event.